Event description:
The customer reported that the unit would not hold pressure. The co's service technician verified that the pressure was out of spec. The st inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.